Event description:
A one month post-essure patient presented to emergency room complaining of lower abdominal pain and nausea for past 24 hours. Sent home after doctors found no significant clinical or lab abnormalities. Four days later patient returned to emergency room with worsening of pain, nausea, vomiting, progressive abdominal distention and tenderness in lower right quadrant. Abdominal x-ray showed small bowel obstruction and absence of essure device on right side. Pt was admitted for re-hydration and presumptive diagnosis of bowel obstructions due to adhesions. Next day her condition worsened and surgery was done. During laparotomy, a stretched essure device was found ensnaring a loop of the terminal ileum, causing strangulation and local perforation of bowel wall. Device was removed and an ileocecal resection with side to side ileocolostomy was performed. The other essure device was in left fallopian tube. Clips were applied to both fallopian tubes to sterilize patient. Post-surgical recovery was complicated by post-operative ileus and superficial wound infection. Pt was discharged from hospital two and a half weeks later.